Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during angioplasty procedure in the right upper arm fistula, the pta balloon allegedly difficult to remove from the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one atlas pta dilatation catheter loaded onto an unknown sheath has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. The distal tip of the sheath was noted to be buckled. Under the microscopic observation, the distal end of the balloon was prolapsed over the distal tip and the circumferential break was noted at the proximal end of the balloon and the guidewire lumen was also noted to be exposed. On further, the glue bullet was pulled way and not seated correctly. No other anomalies were noted to the sample. No other functional testing performed. Therefore the investigation for the reported difficult to remove was confirmed, as the balloon was returned loaded onto an unknown introducer sheath. The investigation for the identified balloon joint break was confirmed, as the circumferential break was noted at the proximal end of the balloon under the microscopic observation. The reported difficult to remove is likely the root cause for the identified balloon joint break. However a definitive root cause for the reported difficult to remove and the identified balloon joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in right upper arm fistula, the device was allegedly difficult to remove. The procedure was completed using another device. There was no reported patient injury.